Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to the device being inactive. A new device was implanted. There were no patient complications reported.